Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported) and steroids (specific type, date and duration not reported). Subsequently, the patient was placed under a general anesthesia (date not reported) in order to remove the abutment. This report is submitted on november 18, 2021.

Manufacturer narrative:
This report is submitted on march 16, 2021.

Event description:
Per the clinic, the patient experienced an infection and wound healing issues. The implanted device remains.